Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 an ilet user was hospitalized with diabetic ketoacidosis (dka) and a blood glucose (bg) over 900 mg/dl. The user had experienced sustained high bg for approximately 24 hours despite three infusion set changes. That evening, the user became incoherent and began vomiting, prompting a 911 call. Ems transported the user to the ER, where she was admitted to the ICU and treated with IV insulin. After discharge the user resumed ilet use.